Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to resume insulin delivery after receiving a minimum of 50 units message during the load process. Tandem technical support (cts) confirmed there were no alarms observed. Cts assisted the customer through the load process and was able to resume insulin delivery. The customer's blood glucose level was over 300 mg/dl. The customer administered an injection.